Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2018. Address line 1 - (B)(6). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient was undergoing a dialysis treatment utilizing a cartridge bloodline. During the patient connection phase, the nurse observed an external blood leakage at the output of the blood pump segment. The external blood loss sustained by the patient was estimated to 50ml. The blood present within the extracorporeal circuit was returned to the patient. The bloodline set was changed and treatment resumed without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available